Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert. . Issue occurred in the past and customer had already replaced transmitter, therefore troubleshooting was not preformed, and no additional information was obtained. A replacement transmitter was sent to the customer.